Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the tubing during the fill tubing process. Reportedly, the customer changed out the cartridge and then filled the same infusion successfully. In addition, the fill estimate was observed to be inaccurate after loading the cartridge with 100 units of saline. There was no impact to the customer's blood glucose level as the pump was not being used on the patient for insulin therapy at the time of the event. Reportedly, the customer was using manual injections for insulin therapy.